Event description:
Caller indicated the relion confirm meter was giving variable readings. At 270, 300 and 24, all within a few minutes apart on same meter. Controls not used. Replacing product.

Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.